Manufacturer narrative:
The reported event could be confirmed, since the device is deformed as described in the event description. The device inspection revealed the following: two bixcut reamers were returned for evaluation. The reported catalog- and lot numbers could be confirmed based on the laser markings on the devices. The visual inspection has shown that both devices are strongly deformed at the flexible shaft. The evaluation has also shown that both devices are in a very used condition. There are many nicks and dents at the couplings and as well at the cutting edges visible. The damages indicate that the devices were previously used without any issues. A review of the device history for the reported lot did not indicate any abnormalities. The device was manufactured in the year 2020 with a lot size of 30 pieces and we are not aware of any other complaint for the affected lot. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by inappropriate handling; such a strong deformation of the flexible shaft is normally only possible when the device is used without the guidance of a guidewire. This is also indicated by the fact that the guide wire is not stuck in the device, because in the received condition a removal of a guide wire would have been impossible. Next to that were the devices used to remove cement after a stem removal, so it is possible that much higher reaming forces were required compared to normal bone, especially when the cement was not applied evenly. Finally wear and tear might also have played a role, as both reamer heads were partially blunt, which did also lead to a increased reaming force. If more information is provided, the case will be reassessed.

Event description:
As reported: "after removal of the mrs stem, a reamer was used to remove cement, the reamers broke. No broken pieces were generated, and the shaft of the reamer was stretched."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "after removal of the mrs stem, a reamer was used to remove cement, the reamers broke. No broken pieces were generated, and the shaft of the reamer was stretched."